Manufacturer narrative:
The investigation performed on the customer provided data indicated that sample 1 has a CT value of 35.4 and sample 2 has a CT value of 34.7. Investigation did not identify a product problem related to the customer allegation. In conclusion the discrepancies were due to the samples being near the limit of detection (lod) of the assay.(B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on 2 samples when using the cobas®sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Sample (1) tested positive for the sars-cov-2 , and negative for influenza a/b on the cobas® liat® system. The patient questioned the result and had another test performed by the local health department on an unknown platform and the results were negative. The patient notified the customer and another test was performed with the same sample on the same cobas® liat system , the results were also negative for all 3 targets. The initial positive sars-cov-2 result was released. No harm was alleged. Sample (2) tested positive for the sars-cov-2, and negative for influenza a/ b on the cobas® liat system. A first repeat of the same sample tested negative for sars-cov-2 , and negative for influenza a/ b. A second repeat of a new sample also tested negative for the sars-cov-2, negative for influenza a/ b. The same system was used to perform the initial test and the retests for sample (2). The negative results were released to the patient. No harm is alleged. An investigation was conducted to evaluate the customer issue. Two (2) mdrs will be filed.